Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was unable to run a systems check on the system controller. The pt heard 1 short alarm that self-corrected. The history screen revealed a low flow/low voltage alarm. The pt also had taken lasix and upon standing, passed out. The pt was aroused by his wife and will go to the hospital for evaluation. Additional info proved by the MFR approximately one month later indicated that the pt is doing fine with no further issues reported.

Manufacturer narrative:
Age of device: correction- 18 months. The report of an inability to perform a device self-test was not able to be confirmed nor reproduced during the manufacturer¿s evaluation of the returned device. The returned system controller serial number (B)(4) was functionally tested using the manufacturers laboratory equipment and was found to function as intended. A self test was performed several times and the system controller passed. All audio and visual signals were verified during the test. A full functional test was performed and the controller passed all test steps. The system controller operated for an extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The patient¿s event history was successfully retrieved and contained approximately 3 days of events, from (B)(6) 2014. There were several low flow hazard alarms consistent with flow estimation values below 2.5 lpm. The investigation was unable to determine what caused the low flow alarms recorded in the patient¿s event history. A low voltage advisory alarm was also recorded on (B)(6) 2014, which appeared to be associated with a discharged li-ion battery. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pt remains ongoing and continues on lvad support. The system controller was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.